Event description:
It was reported that the device was no longer working as intended and would no longer connect with the remote control (rc). No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Exact date unknown; event occurred a month prior to the date the manufacturer became aware.